Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to an unrelated surgical procedure the patient's ipg was no longer able to communicate with external devices. A manufacturer representative was able to confirm and deemed the ipg inoperable. As a result, surgical intervention was undertaken on 06jun2024 to address the issue.